Event description:
It is reported that the devices were removed 1 month after implantation due to infection.

Manufacturer narrative:
(B) (4). Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. Evaluation: device history records indicate all components were mfg and inspected to specification. Exemption: inspected. Total # of events: 3. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.